Manufacturer narrative:
The initial report 3008776287-2026-00032 was filed in error as the event is a duplcate to the MDR # 3008776287-2026-00033.

Manufacturer narrative:
A steris service technician contacted the user facility following the reported event. The technician instructed personnel to reset the avc-x component within the hexavue custom room rack. The avc-x component allows video/images from external devices connected to the hexavue system to be routed/viewed on the monitors. Following the reset of the avc-x component, the hexavue custom room rack was confirmed to be operating to specifications and returned to service. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the video image on the monitors connected to their hexavue custom room rack "dropped out". The procedure was completed successfully following a short delay. No report of injury.